Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 15-dec-2016 re-sat rotor seal and flushed all lines. Adjusted bar-code reader for best alignment, better but still misses some labels. Changed "option m" from 00000000 to 00001000 per t-0130 for better reading. Checked all tubing connections in high-pressure side and degasser. The most probable cause of the reported event was a bar-code reader adjustment.

Event description:
On (B)(6) 2015 the customer reported baseline issues on c-gram for first sample run, does not come to baseline after a0, with their hlc-723g8 analyzer. Customer indicates they are having a lot of barcode read errors as well. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.